Event description:
This catheter was bein utilized for a diagnostic cardiology procedure when it became stuck in the sheath. Subsequent attempts by aggressive and forceful manipulation to dislodge the catheter resulted in it being pulled apart in the sheath. The catheter was removed in two pieces. There was no reported injury to the pt.